Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. The proximate cause of the customer report of a failed preventative maintenance was confirmed to be due to faulty upper and lower pressure sensors which lead to a failed pressure test.the customer report of a failed preventative maintenance was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.

Manufacturer narrative:
The customer report of a failed preventative maintenance was confirmed during the service repair process. This reported event and subsequent repairs were investigated through the service repair process. The proximate cause of the customer report of a failed preventative maintenance was confirmed to be due to faulty upper and lower pressure sensors which lead to a failed pressure test. The proximate cause of the iui, membrane frame, bezel assembly, and air-in-line component damage was reported by service to be due to wear.

Event description:
It was reported that the device had an accuracy - low (volume, temp, pressure) issue.